Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "did not pop up set loading instruction when insert roller clamp," which was confirmed and reproduced during evaluation. It was observed that when inserting a slide clamp, the pump did not display the loading screen. Evaluation determined the cause was a stuck lower hook switch. The lower auxiliary assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump "did not pop up set loading instruction when insert roller clamp." It was also reported there was no patient injury.